Manufacturer narrative:
(B)(4). Tested with a test p-cap and the test p-cap locked in place properly. Blank display due to severely corroded pcb1 and pcb2 board. Cleaned pcb1 and pcb2 board with alcohol and no effect. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, corroded battery tube case, moisture damage, corroded motor home switch. Blank display was confirmed due to moisture damage.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked in battery compartment. Insulin pump had water inside. Insulin pump was neither dropped or bumped. No harm requiring medical intervention was reported. The customer will discontinue to use the device.